Event description:
It was reported that the implant fell on the floor when transferring to tooth site #12 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). Medical devies: tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot number 1249813.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the driver was not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown implant driver) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0002023141 - 2022 -02638. Follow up with customer confirmed that another implant was placed in the same surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
It is reported that the surgery was completed with another implant.